Manufacturer narrative:
Estimated as this date is unknown.

Event description:
It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. The patient's heart was perforated during the procedure. The patient's chest was cracked, and open heart surgery was performed to repair the perforation.